Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and cracked case near display window corners. The device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose from 300 to 400 mg/dl. She stated that she had used 6 infusion sets from the last shipment and they all lead to high blood glucose levels. The customer stated the insulin pump had multiple no delivery alarms which were confirmed in the alarm history. The customer had noticed bents in the tubing but no bent cannulas. Troubleshooting was performed and no issues were found with the site, set or settings and the insulin pump passed the high pressure test. It was advised to change the entire infusion set, reservoir and insulin and treat per doctor's instructions. The customer also reported the dome label was missing. The device was returned for analysis.